Event description:
It was reported that the patients ipg no longer hold its charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will note be returned.